Event description:
It was reported that insulin gauge displayed amount different than expected. There was no reported impact to the customer¿s blood glucose level. Caller reloaded cartridge and troubleshooting was discontinued with no further corrective actions documented and no additional event information.